Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("coil broke") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 1, gravida I and cramp in lower abdomen. Concurrent conditions were listed as vaginal bleeding, pelvic pain female, perineal pain and abnormal uterine bleeding. On (B)(6)2013, the patient had essure inserted. On (B)(6)2020, 2810 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, diagnostic hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2020: diagnosis: 1. Uterus with right and left fallopian tubes, hysterectomy with bilateral salpingectomy: a. Cervix: multiple nabothian cysts. B. Endometrium: 1) changes consistent with prior ablation with areas of necrosis and fibrosis. 2) no viable endometrial tissue is present. C. Myometrium: superficial changes consistent with prior ablation with no additional significant histopathologic changes. D. Right and left fallopian tubes: no significant histopathologic changes. Specimen: uterus with cervix and bilateral fallopian tubes gross description: within anterior the endometrial cavity is a 15.0 cm in length x <0.1 cm in diameter spiral portion of metallic rod consistent with an attempt of sterilization device. There are two spiral portions of metal at the cornu insertion point of the right fallopian tube embedded up to the ampulla. The portions of the metal device is consistent with prior tubal ligation surgery. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("coil broke") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 1, gravida I and cramp in lower abdomen. Concurrent conditions were listed as vaginal bleeding, pelvic pain female, perineal pain and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2810 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, diagnostic hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: diagnosis: uterus with right and left fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: multiple nabothian cysts. Endometrium: changes consistent with prior ablation with areas of necrosis and fibrosis. No viable endometrial tissue is present. Myometrium: superficial changes consistent with prior ablation with no additional significant histopathologic changes. Right and left fallopian tubes: no significant histopathologic changes. Specimen: uterus with cervix and bilateral fallopian tubes. Gross description: within anterior the endometrial cavity is a 15.0 cm in length x <0.1 cm in diameter spiral portion of metallic rod consistent with an attempt of sterilization device. There are two spiral portions of metal at the cornu insertion point of the right fallopian tube embedded up to the ampulla. The portions of the metal device is consistent with prior tubal ligation surgery. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Event medical device removal is replaced with device breakage. Medical history, lab data and reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.